Event description:
(B)(4). It is (B)(6) 2015, I have headaches neck pain can't sleep through the night can sleep on my stomach my arms are numb foot and legs are swollen my vision is blurred my menstrual stopped 2 months ago I have back pain I was told I have stone in my gallbladder 5 months ago and 2 herniated disc I'm itchy all the time no sex drive my feet hurt and still have skin problems my breast feel funny and when I try to straighten my back and neck I get this unedge feeling in my chest and back and was told by doctor I have uretrine prolapse.